Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
The customer contacted stryker to report that their device was not automatically powering on and giving voice prompts when the lid was opened. They further reported the device buttons were not responding when pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not automatically powering on and giving voice prompts when the lid was opened. They further reported the device buttons were not responding when pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.